Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reported receiving erratic blood glucose levels. Customer alleges the pump does not deliver insulin correctly; too low or too much. Customer stated she believes her basal/boluses are being interrupted because the "pump has been hacked by bluetooth and someone is interrupting the basal boluses so that the customer does not receive insulin. Customer was previously on ict therapy. No adverse event reported. Requested return of the alleged pump for evaluation.